Event description:
The customer reported that the insulin pump alarmed motor error and another error alarm. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with protruded/slight flush drive support disk. The insulin pump unable to prime during the prime test due to protruded/slight flush drive support disk. No prime alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The insulin pump had scratched display window and cracked reservoir tube lip.